Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report #3005099803-2009 for a description of the other device. A hydrothermablator console unit was used during a hydrothermablation (hta) procedure. According to the complainant, it was strongly suggested that the "cervix be monitored" with increased lighting during the procedure, although this advice was not heeded. During the heat up phase, there was no leaking observed. Approximately 2 minutes and 7 seconds into the ablation phase, a fluid loss alarm sounded (rate of loss approximately 54cc/per min) and there was fluid leaking at the cervix. There was an attempt to add an additional tenaculum but this was not carried out. The unit was restarted to complete the procedure and a second fluid loss alarm sounded (rate, approximately 21cc/per min). At this point, the procedure was aborted and bilateral burns were observed on the cervix and inner 1/3 of vagina (size and degree unknown). The burn was treated with silvadene cream. Follow up information received on july 14, 2009 revealed that there was nothing unusual about the cervix and there was no indication of over dialation. Although an attempt was made to gather further follow up regarding the burn, there is not further information forthcoming.

Manufacturer narrative:
The device has been retained by the facility, therefore, a device evaluation has not been completed. If any additional relevant information is received, a supplemental medwatch will be filed.